Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a pulse oximetry sensor was attached to the patient; however, the monitor repeatedly displayed a sensor-off message and failed to obtain a stable reading. Troubleshooting was performed by moving the sensor from the right hand to the left middle finger and covering the hand to promote warmth. With the sensor connected to an alternate monitoring module, a stable pleth waveform was observed and oxygen saturation values between 95¿97% were obtained. Prior to repositioning, the alternate module had briefly switched modes automatically and displayed pleth waves but did not post saturation or heart rate values. When the sensor cable was reconnected to the original module without changing the sensor position, the device produced no pleth waveform, then displayed a ¿?¿ indicator, followed by an spo2 value of 85% with a flat pleth waveform and a perfusion index of 0.3. The ¿?¿ indicator is consistent with the device flagging the measurement as uncertain due to poor signal quality or low perfusion. Reconnecting the cable back to the alternate module again produced an acceptable pleth waveform with stable readings of 95¿97% and no uncertainty indicator. The patient indicated that signal acquisition is often difficult due to an underlying condition. There was no patient injury.